Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that for 'some time' the patient had noticed it takes a long time to connect to their pump to deliver a bolus. They were programmed for 3 boluses per day. Agent assisted them in clearing data from the app and connecting to the pump. Patient confirmed they were able to deliver the bolus successfully. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.